Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level almost in diabetic ketoacidosis that did not registered in meter. Customer¿s blood glucose was 568 mg/dl at the time of incident. The customer was treated for high blood glucose with syringes. The customer reported that the insulin pump had no delivery alarm and assisted with troubleshooting. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.